Event description:
Run away pump: pt developing severe hypoglycemia during hospitalization while on insulin pump on (B)(6) 2015 at 1230. She was found unresponsive and bg was "undetectable". She was given 2 amps of dextrose and dextrose 5 percent infusion to stabilize bg overnight. Pt insulin pump downloaded to analyze pump function yesterday. She appears to have given correction insulin only once around 10 am when bg was greater than 400 mg/dl. She bolused for carb intake at 1200 and 6pm. She changed her site around 6pm but reports when she hooked up reservoir the pump spontaneously primed a large amount of insulin without pt initiating prime. The pump then alarmed she did not know what the alarm was for but cleared it. Pump record indicating a "no delivery" alarm. She then initiated rewind again, filled reservoir and initiated pump therapy. Shortly after this episode around 1900 is when pt was found unresponsive with undetectable bg. It appears pump malfunction is likely given pt report and data from download. Dates of use: 9 months. Diagnosis or reason of use: type 1 diabetes. Event abated after use stopped or dose reduced: yes.